Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's mother that the patient was getting rashes from the pod. They called the doctor and was prescribed flonase nasal spray for the allergies. They were also prescribed hydrocortisone cream and mupirocin and was directed to use three times a day on any rashes until it was cured.